Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: versa dial taper catalog#:118001 lot#:378870 comprehensive primary stem catalog#:113652 lot#:496560 comprehensive reverse tray, catalog#: 115375, lot#: 360190 comprehensive reverse humeral bearing catalog#:xl-115363 lot#:369090 comprehensive reverse shoulder glenoid baseplate catalog#:115330 lot#:422790 comprehensive reverse central screw catalog#: 115396 lot#:424640 comprehensive locking screw, catalog#: 180500, lot#: 770390 comprehensive locking screw, catalog#: 180502, lot#: 568050 comprehensive locking screw, catalog#: 180503, lot#: 770430 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The device remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-02806/ mdt33098/ 1825034-2016-03470/ 1825034-2016-04831/ 0001825034-2016-02804/ 0001825034-2016-02805. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02553/ 0001825034-2017-02554/ 0001825034-2017-02555/ 0001825034-2017-02556/ 0001825034-2017-02557. Medical products: versa dial taper catalog #:118001 lot#:378870, comprehensive cntrl catalog #: 1153696, lot #:424640; stem catalog #:113652, lot # :496560; tray, catalog #:115370, lot #:unk; humeral bearing, catalog #:xl-115363, lot #:369090; versa dial taper catalog #:118001, lot #:707740; shoulder glenoid baseplate, catalog #:115330, lot #:422790; stem catalog #:113632 lot #:485330; comprehensive central screw, catalog #: 115383, lot #:787000; humeral bearing, catalog #:xl-115363, lot# :950910; reverse shoulder, catalog #:115310, lot #:921470; humeral bearing, catalog#: xl-115363, lot #:450680.

Event description:
It is reported the patient is experiencing pain and headaches approximately eight months following revision shoulder procedure. No revision procedure has been indicated to date. No additional patient consequences were reported.